Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose on unknown date. The customer¿s blood glucose level was 500 mg/dl, 230 mg/dl, 560 mg/dl and 542 mg/dl. Customer had not using insulin pump system within 48 hours of reported high blood glucose event. He had to pneumonia but not something that the pump caused. The insulin pump will not be returned for analysis.